Event description:
It was reported by svc report that the foot cover assembly failed causing scale to be inaccurate. Customer reported no pt involvement or adverse consequences reported.

Manufacturer narrative:
Load cell and foot cover assembly.